Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for a routine follow up visit and oversensing of myopotentials on the atrial channel were identified and had resulted in short episodes of atrial tachycardia response (atr). Arm provocation maneuvers were performed. Atrial noise was present; however, sensing was not affected. The physician is content with continued monitoring of the patient. It was noted that the associated atrial lead is manufactured by a competitor. The system remains in service and no adverse patient effects were reported.